Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced with hazy vision. The lens was exchanged for another lens model 04 months 11 days following the initial procedure. Clinical reason for explant was mentioned as best corrected visual acuity. Additional information was received, patient also experienced with myopic surprise and there was no patient harm.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6 and h.11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company 22.5 diopter, (1.5 extended depth of focus) lens was replaced with an unspecified monofocal lens model due to a reported myopic surprise. The product has not been received to evaluate. Due to the exchange of an extended depth of focus lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. Due diligence has been performed in an attempt to obtain further information on this event. File will be reopened if new information or the sample is received. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced with hazy vision. The lens was exchanged for another lens model 04 months 11 days following the initial procedure. Clinical reason for explant was mentioned as best corrected visual acuity. Additional information has been requested.